Event description:
It was reported the customer's buttons were unresponsive. The customer was advised to replace their insulin pump. Customer's blood glucose was 14 mmol/l. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.